Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was not returned for investigation. Data logs show the pump stopped with a 13-high motor current alarm after being placed into the patient¿s body. No other abnormalities were confirmed in the data log. The pump was successfully restarted based on subsequent log evidence. According to clinical reports, the pump was able to restart after restarting the console. The cause of the pump stop issue was not determined, as the pump was not returned for investigation and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that after the impella cp was inserted and started, there was an alarm saying preventing retrograde flow- preventing pump to start. The pump was unplugged and replugged- which did not work. Aic was restarted and pump unplugged again and re-plugged and the pump restarted, waveforms separated, however not suctioning. After adjusting left ventricle signal, the pump began to run normally, with waveforms. The procedure was successfully completed and the impella was weaned and explanted. Patient expired.

Manufacturer narrative:
Additional information received confirmed the patient's height and weight (weight at 74.0 kg) as initially reported. Correction. D1 brand name was corrected accordingly,